Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer with supplemental information provided by a nurse in the USA of bacterial peritonitis in a patient coincident with dianeal ambuflex therapy for automated peritoneal dialysis (apd). Dianeal therapy was ongoing. During a call with baxter technical services (bts) the following was reported. On (B)(6) 2012, the patient experienced bacterial peritonitis manifested by cloudy effluent and was hospitalized on the same day for the event. On (B)(6) 2012, the patient was treated with vancomycin. On (B)(6) 2012, vancomycin was stopped and the patient was discharged from the hospital. On (B)(6) 2012, the patient recovered from the peritonitis. Per the nurse, the event of peritonitis was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted for potentially associated lot numbers gd892968 and gd892810 and no exceptions were observed that were related to the reported condition. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.